Manufacturer narrative:
An event of heart block and heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient developed left bundle branch block (lbbb) after balloon aortic valvuloplasty (bav) was performed. The device was implanted and depth of the valve was 2mm. The patient had history of coronary artery disease, hyperlipidemia, and hypertension. Also, the patient showed mild pulmonary vascular congestion with a bnp of 142. The patient was treatment with diuretic. Per detail, the cause of the heart failure was due to pre-existing condition and aortic stenosis. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported heart failure was due to patient conditions. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1066 - envision ide study us0056-2472( r851155101,r851154401). It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers, was selected for an implant. During the procedure, the patient developed left bundle branch block (lbbb) after balloon aortic valvuloplasty (bav) was performed. The device was successfully implanted. Electrocardiogram on post procedure day 1 showed pr interval 146 (pre op 148) and qrs interval 78 (preop 84) with lbbb still present. No treatment was performed. It was also reported that the patient left ventricular end-diastolic pressure¿ (lvedp) during the procedure was 29 and post procedure on chest x ray showed mild pulmonary vascular congestion with a bnp of 142. The patient was treatment with diuretic. The patient is stable,